Event description:
On (B)(6) 2025, after five hours of perfusion an event occurred with a liver instrumented on an ocs liver system where blood was observed pooling in the console well. The leak originated from the hepatic artery transducer. Multiple attempts were made to stop the leak but were unsuccessful. As a result of the leak, the hepatic artery pressure(hap) reading was not available. To ensure continued perfusion, the liver was transferred to an alternate ocs liver system for the remainder of the case. There were no reports of injury and the liver was transplanted successfully. As of this report, the recipient is alive with the transplanted liver. Investigation summary: evaluation of the returned perfusion module confirmed that the leak originated from the hepatic artery transducer. The root cause was determined to be a failure of the adhesive bond between the transducer's plastic gel cup and the printed circuit board, resulting in blood leakage from the transducer assembly.

Manufacturer narrative:
Transmedics conducted a retrospective analysis of historical complaint records and reviewed the events against the requirements of FDA guidance document, medical device reporting for manufacturers - guidance for industry and food and drug administration staff. During this review, transmedics determined that the complaint in scope of this MDR could be considered to meet MDR reportability criteria because a similar event was also reported as an MDR event. The submission is outside the required 30-day reporting timeframe because it was identified as part of a retrospective review.